Event description:
It was reported that during system start-up for da vinci surgical procedure, the surgical staff received a message notifying them to check the yellow cable. An isi technical support engineer attempted to troubleshoot the issue via telephone and had the surgical staff power down, emergency power off (epo) the system, and check for bent pins on both ends of the yellow cable. All of the pins were straight. The system was restarted and the same message appeared. The same actions were performed, except that the yellow cable was swapped with another system cable after the epo. The system was restarted again, with the same result. The patient was under anesthesia when the surgical staff made the decision to abort the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 13.5 cm from the connector pin, due to friction with another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the ventricular lead exhibited noise. Several hundred ventricular noise reversion episodes were observed via (B) (6). The lead noise could be recreated in clinic. The lead was replaced.